Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was 560 mg/dl. A correction bolus via alternate pump was delivered to address bg level. The customer was unable to successfully load a new cartridge and resume insulin therapy as the cartridge alarm recurred. The customer reverted to an alternate pump for insulin therapy.